Manufacturer narrative:
(B)(6). Manufacturing date -- april 25, 2017 ¿ april 26, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted white crystallized drug powder at the blue winged luer cap which was noted to be slightly untightened. A leak test was performed after tightening the cap with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking into the outer bag. The device was filled with fluorouracil hs 3900 mg in 115 ml sodium chloride 0.9%. This was noticed when a technician opened the red bag to label it for the patient. There was no patient involvement. No additional information is available.